Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that the e-100 generator was not working. The site was able to use the erbe generator, but the e-100 would not work with the vessel sealer extend instrument. The customer also tried an e-100 power cycle with no success. The customer continued with the procedure and requested that their field service engineer follow up. The intuitive technical support engineer (tse) verified that there were no errors in the logs. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative (csr), there were no patient demographics available. It was also noted that the generator was not replaced during the procedure. The resolution was that the field service engineer replaced the e-100 generator. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
An isi field service engineer (fse) followed up with the site and confirmed that e-100 would not energize the vessel sealer. Therefore, the site converted to another e-100 in the subsequent procedure and the instrument was receiving the energy. The fse removed and replaced e-100 to resolve customer complaint. The system tested and verified as ready for use. Isi received the e-100 for failure analysis (fa); however, the reported failure could not be replicated. The unit was installed onto the test system, and it worked fine with synchro seal instrument installed. Fa used the synchroseal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times. The e-100 worked fine without any issue. A review of the site's complaint history revealed patient identifier (B)(6) is a related record of patient identifier (B)(6) (this complaint). A log review confirmed the sleeve gastrectomy procedure occurred on (B)(6)2022 on system sk1002. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to a new generator after the start of the procedure due to the original electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.